Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Customer reset the pump; however, the malfunction reoccurred. Customer reported that an altitude alarm occurred; however, it cleared on its own. There was no reported adverse impact to the customer. Customer reverted to using manual injections for insulin therapy.